Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number does not match the material number reported.

Manufacturer narrative:
Date of event unknown; date of awareness used initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: the tubing is leaking around the little blue clap. Getting an error message that there is air in the tubing.